Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
Adverse event(s): "extracapsular cataract extraction (ecce)" (no code available). Product problem(s): "vacuum would not reach full potential" (aspiration issue). A nursing technician reported the vacuum would not reach its full potential. The procedure had to be completed manually by extracapsular cataract extraction (ecce). Additional info has been requested.